Event description:
It was reported that a polaris loop ureteral stent was used in a hard ureteroscopic lithotomy procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported. Investigation of the returned device revealed that the stent shaft was detached/separated. Please see block h11 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6) hospital. Block h6: device code a0401 captures the reportable investigation result of stent shaft break. Upon receipt at our quality assurance laboratory, this polaris loop ureteral stent device underwent a thorough analysis. Visual analysis identified that both loops were detached (not fully). A part of the stent shaft near the loops was also fully detached and the loops were torn, probably caused by the suture. The suture was returned cut indicating it might have been removed from the device. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that these issues could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the loops and is removed using excess force, the stent could get detached during the preparation affecting the performance of the device. The suture returned cut and not assembled in the device indicating that it might have been removed. The suture removal could have caused the detachment and tears observed on the loops and the detachment of part of the stent shaft. A conclusion code of adverse event related to procedure was assigned to this investigation.